Event description:
A reliant balloon was used in a pt as an accessory product during an endovascular treatment of a 7 cm abdominal aortic aneurysm and a 3 cm right common iliac aneurysm. The aortic neck was angulated 86 degrees and was 26 - 28 mm in diameter. The vessels were excessively tortuous and mildly calcified. The contrast to saline solution ratio was 1:4, and 20 cc was injected to inflate the balloon. It was reported that the balloon was inflated within the stent graft at all times; however, the reliant balloon ruptured in the vessel during use. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (balloon rupture), (pending device eval). Eval conclusion: (pending device eval).